Manufacturer narrative:
(B)(4): the up, down, and contrast buttons were intermittently responding and difficult to press. The keypad was removed and contamination was observed around all of the button contacts.

Event description:
The reporter stated that the up arrow and down arrow keypad buttons were intermittently responsive, they were hard to presses and required several presses on the keypad in order to elicit a response. The ok keypad button was reportedly responding as expected and that the patient wore the pump attached to a belt and did not clean the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.